Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve thermodilitation system was used during a benign prostatic hyperplasia (bph) procedure a day prior. According to the complainant, five minutes into the procedure, the screen goes black, displays "no input", and then reboots itself. After the reboot, the procedure was able to be completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.